Manufacturer narrative:
(B)(4). The device has been received but has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported unregulated flow of oxytocin. The user started an oxytocin infusion using guardrails, to infusion at 2ml/hr on a patient in labor. The infusion had been set up and verified by 2 nurses. The nurse noticed a drop in the patient's heart rate and observed oxytocin was "free flowing" into the patient. The infusion was stopped and the patient was stabilized. After the unintended bolus/overinfusion, the unborn baby's fetal heart rate decelerated for several minutes. They verified the pump settings again with 2 nurses, stopped the infusion, and informed the charge nurse. The mother was monitored and given oxygen via mask and a bolus of IV plasma-lyte. The baby's fetal heart rate stabilized back to a normal rate within 4 minutes and there were no further issues. The IV set was removed from the patient and the pump was tested by the customer off of the patient. The device was programmed at 20ml/hr and the medication "free flowed" again. The module was then sequestered and evaluated by the biomed. No issues were identified during the pm check performed by the biomed. The administration set was not sequestered. No further patient or event information is available.